Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 6.5 cancellous bone screw 16 mm; cat# 2030-6516-1; lot#y30yew, 6.5 cancellous bone screw 20 mm; cat# 2030-6520-1; lot#el7k0p, 6.5 cancellous bone screw 35 mm; cat# 2030-6535-1; lot#l310aa, trident psl ha cluster 46 mm; cat# 542-11-46d; lot#59042004, modular dual mobility insert; cat# 626-00-38d; lot#58831303, 22.2 mm + 3 lfit v40 head; cat# 6260-9-222; lot#56657802, size 4 accolade ii 132 deg; cat# 6720-0435; lot#54209203. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Right hip revision for infection.